Event description:
It was reported that the patient presented at clinic for generator changeout. Prior to procedure, it was noted that high capture threshold was exhibited by their right ventricular (rv) lead. The rv lead was capped on (B)(6) 2025 and successfully replaced. The patient was stable.